Event description:
The customer reported that the unit was left in the biomed dept with a tag on it saying it was malfunctioning. No add'l info was provdied. The biomed dept was unable to provide any further info regarding any problems with the unit. No pt injury was reported.